Manufacturer narrative:
Correction of information: b5 - reported lens as 13.2mm vicm5 13.2, -05.50 diopter - correct to 12.6mm vicm5_12.6, -05.50 diopter. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. Claim# : (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -05.50 diopter, implantable collamer lens, into the patient's left eye (os) on. Excessive valut was observed. The lens remains implanted. Per the reporter on 01/dec/2020, "the patient has not been scheduled for surgery at this time," additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -05.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as device. Reportedly, "lens too long despite staar sizing recommendation." H6 - health effect - impact code: from 2199 to 4629. Claim# (B)(4).